Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for almost three months and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addition, it was also determined that the user was using alcohol wipes on her hands, before testing her bg. Dario's user guide states in the section factors that interfere with blood glucose testing: "alcohol can affect test results". A replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, multiple attempts were made to follow up with the user in order to test his bg readings with the new cartridge of strips, however, no response has been received to date. The high bg readings may have been due to the misuse of the strips or the use of alcohol wipes. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 28th, the user contacted dario to report high blood glucose (bg) readings. The user reported that in mid-june, she had been receiving bg readings in the high 100 mg/dl range. Prior to contacting dario, she had received bg readings in the 200 mg/dl range. The user reported that due to the above, she went to the doctor, where her bg level was tested and found to read 270 mg/dl from her dario meter compared to a bg reading of 101 mg/dl from the doctor's meter. The user reported that at the doctor's office, the doctor increased the user's medication of metformin. In addition, the doctor recommended that the user test with a non-dario meter to test her bg, instead of her dario meter.